Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc, act and up buttons response due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error. Customer¿s blood glucose level was unknown. Customer was unable to clear the alarm. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.